Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl, cause was unknown. Customer required assistance and was transported by emergency services to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin. Customer also experienced high ketones which were identified as dangerous by a health care provider. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.